Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated creatinine (cre) results generated by the au5421-02 clinical chemistry analyzer. The original results were in the range of 1.33-1.87 mg/dl and upon repeat, the results were in the range of 0.47-1.31 mg/dl. The bias between the results was around 0.33-0.86. The erroneous results were reported outside the laboratory and corrected reports were issued. There was no injury and no medical attention was required.

Manufacturer narrative:
A field service engineer (fse) was on-site for this event and replaced the wash station.